Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving lioresal (baclofen) via an implantable infusion pump for unknown indications for use. It was reported that the patient previously had their pump removed in 2024 for dehiscence of the pump pocket. The pump and catheter were removed by the hcp for dehiscence of the pump wound, and the system was finally being replaced today (B)(6) 2026. There were no environmental, external, or patient f actors. No diagnostics/troubleshooting were performed. The issue was resolved at the time of the report and the hcp discarded the devices.